Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle was in skin and, after a week the needle worked its way out [injury associated with device]. Needles keep breaking and bending [needle issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "needle was in skin and, after a week the needle worked its way out(injury associated with device)" with an unspecified onset date, "needles keep breaking and bending(needle broken)" with an unspecified onset date, and concerned a female patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "type 2 diabetes mellitus", current condition: type 2 diabetes mellitus (duration not reported). Concomitant medications included - ozempic 0.25/0.50 mg (semaglutide 1.34 mg/ml) solution for injection. On an unknown date patient reported needle was in skin and did not know about it for a week or so to work its way out. It was scary to the patient. Additionally, patient reported needles kept breaking and bending, patient has to discard it. Batch numbers novofine plus 4mm (32g) was requested. Action taken to novofine plus 4mm (32g) was not reported. The outcome for the event "needle was in skin and, after a week the needle worked its way out (injury associated with device)" was unknown. The outcome for the event "needles keep breaking and bending (needle broken)" was unknown. Reporter's causality (novofine plus 4mm (32g)) - needle was in skin and, after a week the needle worked its way out (injury associated with device): unknown. Needles keep breaking and bending (needle broken): unknown. Company's causality (novofine plus 4mm (32g)) - needle was in skin and, after a week the needle worked its way out (injury associated with device): possible. Needles keep breaking and bending (needle broken): possible.